Event description:
Complainant alleged that during a routine shift check by a clinician, an ECG signal was unable to be obtained and the device self-charged w/o user interaction. Complainant indicated that there was no pt involvement int he reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.